Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging the meter displayed inaccurate high readings on the lifescan ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged inaccuracy began on (B)(6) 2014. At an unspecified date /time the patient reported obtaining inaccurate high blood glucose results of ¿200, 250, 300 mg/dl¿ on the subject meter compared to feelings/normal results. The patient stated that he manages his diabetes daily, with a combination of diabetes medications including (metformin, glipizide) and stated he continued with his usual daily dose of medication in response to the alleged inaccurate reading obtained with the subject meter. The patient alleged ¿a couple of days ¿after the issue occurred, he developed symptoms of feeling ¿dizzy and sweaty¿ but denied receiving any medical treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.